Event description:
The caller stated that the cuff on this tube has come apart from the tube. The caller stated that this has happened when it was in the pt. The caller stated that they had to re-intubate the pt. The caller did not know what tracheostomy tube the pt is currently using, how often the tracheostomy tubes are changed, or if the pt is on a ventilator.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for the failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.